Event description:
E-mail from customer stated the pt was supposed to received a 24 hr infusion of fluorouracil (5-fu) but the infusion ended 5 hours early. "The order is 1835 mg/250 ml, the order comment states it is a 3670 mg dose split into 2 bags given over 23 hrs each dose. It was started on (B)(6) at 1350 and nurse stopped charting at 0859 on (B)(6). The next bag was hung (B)(6) at 1025 and there is charting until 0700 on (B)(6), pt was discharged at 1134." The 250 ml volume was to infuse at 10.9 ml/hr. Concentration 7.34 mg/ml. The nurse was using the adult oncology library. The bags and tubing were not saved. There was no pt harm reported and no medical intervention was required. Customer stated the user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). All affected equipment has been requested. Customer requests event log review so product return is not expected at this time. The event logs have been received the log review is pending. A f/u report will be submitted once the investigation has been completed.